Event description:
It was reported that this pacemaker has depleted from 4 years to 5 years battery remaining and during the current checked, the battery has depleted to 1.5 years remaining. In addition, the patient experienced a fluctuation of heart rate from 50 to 180 beats per minute with lightheadedness and syncopal secondary to heart rate fluctuation. Boston scientific technical services (ts) educated the patient on pacemaker or device function. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker has depleted from 4 to 5 years battery remaining and during the current checked, the battery has depleted to 1.5 years remaining. In addition, the patient experienced a fluctuation of heart rate from 50 to 180 beats per minute with lightheadedness and syncopal secondary to heart rate fluctuation. Boston scientific technical services (ts) educated the patient on pacemaker or device function. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f and device codes field (h6) in section h.